Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the pump shut down. In addition, the usb cable fit loosely in the pump usb port which resulted in the pump not charging. Customer¿s blood glucose value was 120 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source.